Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013, upon sensor removal, patient found that sensor wire was detached from the sensor and remained on the applicator.